Manufacturer narrative:
Correction: d9 product available to stryker. H6 method, results, conclusion and health codes. The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection. The visual inspection of the returned device shows evident breakage. The impactor is broken in two pieces. Gauge marks creating material removal space at the proximal end. The device has black marks and spots stuck inside pitch of the threads. The nature of the breakage indicates brittle fracture. Overall damage indicating rough usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to user related issue. Most likely, the failure was caused by improper and rough usage. Furthermore, the issue noted in this event is currently under the scope of a CAPA to implement a design enhancement. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the impactor tip broke while being unscrewed from the handle following completion of the surgical procedure. Additionally, during post-operative decontamination, it was observed that the glenosphere trial had plastic material broken out from the back around the screw area.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
It was reported that the impactor tip broke while being unscrewed from the handle following completion of the surgical procedure. Additionally, during post-operative decontamination, it was observed that the glenosphere trial had plastic material broken out from the back around the screw area.